Manufacturer narrative:
No sample or photo was received for quality investigation. The customer complaint of component damage - no leak - fluid blockage could not be verified. A device history record review for model mz9313 lot number 22049064 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd maxzero¿ extension set there was a crack in the hub. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: - hub crack - was connected to the patient central line, which was administering their sedation medication lot #22049064.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ extension set there was a crack in the hub. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: - hub crack - was connected to the patient central line, which was administering their sedation medication lot #22049064.